Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: this complaint issue occurred on 2 separate cases. A separate 3500a form has been completed for the other case. Reported to the FDA on 08/04/2015.

Event description:
The end user reported multiple appliance changes per day and developed red, raw, peeling skin with some bleeding extending approximately one inch, encircling the stoma. Skin irritation developed while still hospitalized for ostomy surgery on (B)(6) 2015 and nystatin powder was prescribed on (B)(6) 2015, which she has continued to use.